Event description:
It was reported that the patient had an inability to feel stimulation. High impedances were reported in "some" electrodes and the patient had increased low back pain. Reprogramming was performed and was resolved without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3487a-56, lot# v119703, implanted: (B)(6) 2008. Product type: lead: product ID 3487a-56, lot# v119703, implanted: (B)(6) 2008. Product type: lead. (B)(4).